Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the bag of the cassette had a hole as it immediately started leaking with the addition of fluid. The cassette was contaminated with a cytotoxic medicine. The hole was at the point where the tube connects to the bag. There was no patient involvement.